Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
During a review of another event, it was discovered that the sales rep reported: "patient originally had a 5532-g-213 lot # las719 that was at some point changed to a 5532-g -219."

Manufacturer narrative:
An event regarding instability involving a triathlon ps insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review. There have been no reported relevant discrepancies for the referenced lot. Complaint history review. There have been no reported similar events for the lot referenced. The reported event could not be confirmed with the limited information provided. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
During a review of another event, it was discovered that the sales rep reported: "patient originally had a 5532-g-213 lot # las719 that was at some point changed to a 5532-g -219."